Manufacturer narrative:
The reagent lot number and expiration date were not provided. A general reagent issue was excluded. The field service representative replaced the cell rinse tube. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine results for 1 patient sample on a cobas 6000 c501 module. The initial result was 93 umol/l. The repeated result was 127 umol/l. The questionable result was reported outside the laboratory and a corrected report was sent. The sample was repeated due to quality controls being out of range.